Event description:
It was reported that on (B)(6) 2024, when the catheterization teacher was inserting the catheter for the patient, he found that there was a leakage about 10cm away from the end when he flushed the catheter, so he replaced the catheter with a new one and reinserted the catheter. The device was not used on a patient, no patient impact.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-02810 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-02745.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2024, when the catheterization teacher was inserting the catheter for the patient, he found that there was a leakage about 10cm away from the end when he flushed the catheter, so he replaced the catheter with a new one and reinserted the catheter. The device was not used on a patient, no patient impact.